Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(6). (B)(4). The returned advanix pancreatic stent kit was analyze, and a visual evaluation noted that the naviflex rx pusher returned in its sealed pouch. The advanix pancreatic stent was returned out of its pouch and it was kinked at proximal section. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, it is most likely that handling and manipulation of the device during prepping/unpacking/ could have contributed with the reported event, also advancing the device over the guide wire could have kinked the stent. During manufacturing, it was confirmed the part has measured correctly and taken the correct data points by looking at the screen and confirming all points were taken on the stent: at the start of a barb cut, at the end of the stent, at the ro marker, and along the tip taper. This step of the process would have detected the observed damage on the stent. Therefore the most probable root cause for this event is adverse event related to procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent kit was opened to be used for pancreatic duct stent insertion. The exact event date was not provided. According to the complainant, during preparation,, when unpacking the device, it was found that the stent body was crushed. The procedure was successfully completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.